Manufacturer narrative:
Of the 29 allegations of a malfunction, 16 pumps were returned to animas and investigated. Of the investigated pumps, none were found to be malfunctioning. This report is processed under the voluntary malfunction summary reporting program.

Event description:
This report summarizes <noe> 29</noe> malfunction events. A review of the events indicated that the one touch ping model pump experienced a cs 064 issue. These reports were received from various sources. The patients associated with this allegation ranged from 7-83 years of age and between 38 and 266 pounds. Of the reported patients, 6 were male and 23 were female.

Manufacturer narrative:
Device evaluation: in quarter 1 of 2019, there were 1 instances of cs 064 failure found during investigation. This report is processed under the voluntary malfunction summary reporting program.